Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The territory manager reported via phone call that the customer was in emergency room due to high blood glucose. The customer's current blood glucose is unknown. The customer did not provide any symptoms such as a result of high blood glucose. The customer was not feeling okay to troubleshooting. The insulin pump will be returned for analysis. Unomed inf set, frn-unk-rsvr.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. Device uploaded properly using care link. The no delivery alarm functions properly during the basic occlusion test and occlusion test. Device was monitored for one day. No unexpected no delivery alarm noted during testing. Device had minor scratched display window and a scratched reservoir tube window.